Manufacturer narrative:
Customer reported a false positive call by our software on 09/29/20. Biomeme determined that the false positive was caused by incorrect mixing or sample prep. The customer was advised to follow procedures as outlined in the IFU. Report was submitted late to FDA because we were not able quickly locate patient information.

Event description:
On (B)(6) 2020 a customer encountered a false positive call by our software. Upon examining the pcr curve the lab technician identified the call as suspect and contacted biomeme customer service. Upon reviewing the pcr curve biomeme and the customer confirmed the false positive. Biomeme determined that this was caused by incorrect mixing or sample prep. A second sample was collected from the patient and a true negative resulted. The customer did not report any deaths or injuries as a result of this event.

Event description:
On (B)(6) 2020 a customer encountered a false positive call by our software. Upon examining the pcr curve the lab technician identified the call as suspect and contacted biomeme customer service. Upon reviewing the pcr curve biomeme and the customer confirmed the false positive. Biomeme determined that this was caused by incorrect mixing or sample prep. A second sample was collected from the patient and a true negative resulted. The customer did not report any deaths or injuries as a result of this event.

Manufacturer narrative:
Customer reported a false positive call by our software on (B)(6) 2020. Biomeme determined that the false positive was caused by incorrect mixing or sample prep. The customer was advised to follow procedures as outlined in the IFU. Report was submitted late to FDA because we were not able quickly locate patient information.